Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, as no lot number is provided it is not possible to trace the relevant product documentation and check if similar incidents were registered from the particular production lot. No additional complaints registered about this item no. Current month same issue. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
According to the available information, two days after irrigation the patient felt pain and had mucus losses from the vagina. She went to the hospital and a rectum vaginal abscess was found that had caused a perforation, so the patient had a ostomy. The lady is very quiet, she does not believe the peristeen was the cause of the perforation, on the contrary her doctor thinks the use of peristeen has aggravated abscess and may have contributed to the complication that made the ostomy necessary.